Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was not impacted by the event. The customer reverted to an alternate method in insulin therapy.